Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly to interface board. The device had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump continued to have a blank displaced after the battery was changed to a new one. Customer's blood glucose was 327 mg/dl. Troubleshooting was performed and even after the battery compartment was cleaned anomaly persisted. The insulin pump turned on but once it counted to six it shut down again. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.